Event description:
Patient enrolled into the create pas trial. Tia (new neurological deficit lasting more than 10 minutes but less than 24 hours) with slurred speech reported. Patient recovered without sequelae.

Manufacturer narrative:
Please reference MDR 2183870-2008-00245 for spiderfx used in this procedure.